Event description:
The consumer, health care provider (hcp), and manufacturer representative reported that the patient had a loss of therapy in the last 6 months since 2015. The patient had their gastroparesis flare-up and had vomiting. The patient had diabetes and was recovering from a kidney transplant. The patient was hospitalized with a gastroparesis flare-up after the kidney transplant. The health care provider (hcp) further reported that the patient lived in another state and they had not seen them recently. The patient was looking for a new hcp to manage their device. The device was still in place. The hcp at the hospital was supposed to call and arrange a manufacturer representative to come and interrogate the device. The patient's daughter did not believe this ever happened. The manufacturer representative was out of state when the hospital called and said they could check the patient in a few days. The hospital released the patient before the manufacturer representative got back. The patient's daughter wanted some assistance with having the device interrogated by either a manufacturer representative or find a managing hcp as the patient still experienced gastroparesis flare-ups. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.